Event description:
The customer reported via the sales representative that they believe expired trauma product was implanted. It is further reported that the customer has requested information on the possible risks to the patient. It is reported this device has an expiration date of 2008/02.

Manufacturer narrative:
Device remains implanted. No evaluation will be performed. If the device or additional info becomes available, it will submitted on a supplemental report. The development department classified the risk for infection as minimal as the guaranteed period of 59 months has a safety period. Further we can reference on test results carried out by foreign co where it was proved in several longitudinal studies that the implants were still sterile after 59 months and after 71 months.